Event description:
The following was reported to davol: surgeon alleged during laparoscopic hernia repair procedure with ventralight st and a non-bard fixation device, the hydrogel coating on the mesh was observed to be coming off when the mesh was manipulated with the fixation device. The mesh was implanted. As reported there was no pt injury. However, the effectiveness of the mesh could potentially have been compromised. As such we are reporting this as a malfunction.

Manufacturer narrative:
No lot number has been provided; therefore a review of the mfg records could not be conducted. The info provided was limited. As reported, the event occurred while the mesh was being manipulated with the non-bard fixation device. This may have caused the device to come into contact with the surface of the mesh causing the damage to the coating. No adverse outcome has been reported to date. Based on the available info, we are unable to confirm the reported product problem, no conclusion can be drawn.